Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching the nominal pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching the nominal pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, non-tortuous and mildly calcified. Additionally, the balloon ruptured during initial inflation at 3 atmospheres.

Manufacturer narrative:
B5- describe event or problem updated. A2- age at time of event: 18 years or older.

Manufacturer narrative:
A2- age at time of event: 18 years or older. Device evaluated by MFR. : the sterling sl was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The batch/lot number is a match to the complaint device. The device showed signs of use with blood through the entire shaft to the luer. A longitudinal tear in the balloon was confirmed 19 mm from the distal tip. The balloon was buckled 12.8 cm from the distal end.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching the nominal pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, non-tortuous and mildly calcified. Additionally, the balloon ruptured during initial inflation at 3 atmospheres.